Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An certain® gold-tite® hexed screw iunihg was returned as well as the abutment/crown for investigation. Visual inspection of the as returned product identified worn marking from usage, however no damage was observed. Functional testing could not be performed on a single use item to recreate a loosening event. However, there were no signs of damage that could cause or contribute to the reported event. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev h 08/18 information identified: torque matrix - internal connection. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: precautions. Complainant reported a loose crown. Based on the evaluation, the complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iunihg screw became loosed in the patient's mouth.